Event description:
The user facility reported for an automated impella controller (aic) blue purge disc was broken and needed replacement. There was no report of patient harm or injury.

Manufacturer narrative:
The investigation for the reported damage issue has been completed. The product was returned, and the issue was confirmed. The damage was confirmed upon initial inspection. Per the results of the clinical review and investigation, the root cause could not be determined. This report is being filed as part of a retrospective review of historical records.